Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and there was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that although blood ingress was observed on the conductors, the guidewire insertion test was performed without difficulty or resistance. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged while slitting and thresholds increased. The lead was not able to be repositioned because the guidewire was not able to be passed through the lead, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.